Event description:
Family member reported pt used device and was taken to the hosp based on the result. Device = 258 mg/dl at 11 am. Pt was feeling dizzy and dr advised to take 1/2 of diabetes pill 6 hours later. Pt retested and device = 228 mg/dl. Pt was still feeling dizzy and emergency medical technician (emt) was called. Emt gave pt oxygen on the way to the hosp. Hosp device = 36 mg/dl one hour later and lab = 40 mg/dl. A cat scan was performed at the hosp and given an unk substance to elevate blood glucose. Strips were expired. No controls were used. A request was made for return product and replacement product was sent.